Manufacturer narrative:
A ge service representative performed an on site investigation. The l-arm assembly was removed to reseat the drive motor, and the motor drive pin was replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that there was a loss of motorized movements. When the motorized movements are completely down, the cranial and caudal movements are not available, rendering the system effectively unusable. There is no report of patient injury or death.